Event description:
Determined to be reportable on analysis approved 5/29/2007. It was reported that during unpacking of the back-up meier steerable guide wire damage to the top was noted. Analysis revealed scraped coating.

Manufacturer narrative:
Returned product analysis revealed missing coating. Visual inspection of the guide wire reveals that the outer coil is elongated and scrape coating was also noted directly following the elongation and at the kink. A kink was noted at approximately 6.5cm from the tip of the wire. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot, indicates that the product met specification at the time of shipment. No discrepancies were found that would indicate any problem with this device. The manufacturing process for this device includes extensive testing and inspections to ensure each product meets all material, assembly and performance specifications prior to shipment. The damage noted to the wire may have occurred during removal from the packaging.